Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic was torn as it was advancing in the injection sys. There was no pt contact. This is the second of two lenses the surgeon attempted to implant in this pt. See MFR. Report 2023826-2007-00831. The third same type model lens was successfully implanted.

Manufacturer narrative:
Results: visual inspection of the returned prod showed that there was a tear near one of the haptics and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.